Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was pause of one to three seconds recorded with high thresholds on the right atrial (ra) lead. The ra lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.